Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacturer date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that a physician completed an uneventful novasure endometrial ablation on (B)(6) 2014. The physician went to perform a scheduled laparoscopic tubal and visualized a "perforation at the posterior of the uterus near or at the fundus midline". There was no intervention required. The patient was discharged home. On (B)(6) 2014, it was reported that the physician saw the patient on (B)(6) 2014 for a follow up visit and the patient was "doing great".